Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced a skin reaction with an infection which occurred the day the sensor had been inserted in the abdomen. The patient developed a rash and inflammation under the sensor patch. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient consulted a physician who prescribed oral antibiotic medications (doxycycline and sulfamethoxazole, unspecified dosage) for the infection. At the time of the report, the patient stated she followed up with an hcp (unspecified dates) who confirmed the oral antibiotic successfully treated the infection and she was doing well. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).